Event description:
The following information has been received from onkos surgical regarding pin 10072: revision left knee - single femoral component exchange + patella resurfacing. Smiles distal femoral replacement...aseptic loosening of femoral component - increasing pain in thigh, denies tibial pain. Rom 0-125. Retain tibial component. Proposed date of surgery is (B)(6)2025.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, distal femur, femoral component was reported. The event was confirmed via evaluation of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "unlabeled/undated: x-rays x4-lateral proximal left femur, ap proximal femur, lateral left knee, ap knee. X-rays showed long stem distal femoral replacement for knee. Large cement mantle proximal to the stem and the femoral hub, the stem looks loose with lucency and likely some drift of the stem, lytic changes in bone around stem, tibial hinge component appears stable, base component all-poly. Conclusion/assessment: no medical records outside of the unlabeled x-rays were provided for review. No operative notes, clinical history, or patient histories were provided for review. Based on the pi report and assuming the unlabeled x-rays represented the case, a distal femoral replacement (¿smiles¿ stanmore) became aseptically loose after approximately 21 years. A revision surgery was scheduled using a onkos implant. Event confirmation: a loose distal femoral replacement component can be confirmed. A revision surgery schedule cannot be confirmed. The implant style ¿smiles¿ cannot be confirmed. Asepsis cannot be confirmed. Root cause: a root cause for the loosening cannot be determined without additional medical records." -product history review: review of the product history records indicate device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to aseptic loosening of the femoral component. A review of the provided medical records by a clinical consultant indicated: "unlabeled/undated: x-rays x4-lateral proximal left femur, ap proximal femur, lateral left knee, ap knee. X-rays showed long stem distal femoral replacement for knee. Large cement mantle proximal to the stem and the femoral hub, the stem looks loose with lucency and likely some drift of the stem, lytic changes in bone around stem, tibial hinge component appears stable, base component all-poly. Conclusion/assessment: no medical records outside of the unlabeled x-rays were provided for review. No operative notes, clinical history, or patient histories were provided for review. Based on the pi report and assuming the unlabeled x-rays represented the case, a distal femoral replacement (¿smiles¿ stanmore) became aseptically loose after approximately 21 years. A revision surgery was scheduled using a onkos implant. Event confirmation: a loose distal femoral replacement component can be confirmed. A revision surgery schedule cannot be confirmed. The implant style ¿smiles¿ cannot be confirmed. Asepsis cannot be confirmed. Root cause: a root cause for the loosening cannot be determined without additional medical records." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information has been received from onkos surgical regarding pin 10072: revision left knee - single femoral component exchange + patella resurfacing. Smiles distal femoral replacement...aseptic loosening of femoral component - increasing pain in thigh, denies tibial pain. Rom 0-125. Retain tibial component. Proposed date of surgery is (B)(6) 2025.